Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 77 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments as well as a virus that the customer was experiencing. Subsequently, the customer turned off the pump and experienced cramps and loss of memory. An ambulance was called by the customer's spouse who reported the customer having blue lips. Medicine was administered for the treatment of the customer's cramps; however, type of medicine was not specified. Reportedly, the customer was transported to the hospital where they were admitted to the intensive care unit (ICU). The customer does not recall anything prior to waking up at the ICU where they were later reconnected to the pump. No information was provided on the type of treatement received at the hospital; however, treatment at the hospital resolved the customer's low bg. Customer was released from the hospital the next day. Reportedly, a system check was performed by customer technical support and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time of the event. The pump was functioning as intended. Customer agreed to meet with their healthcare provider to adjust pump settings. No additional information was provided.